Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) and reported that the erbe activated by itself when the surgeon was grasping tissue with the bipolar instrument. Bipolar was not activated until the tissue was grasped. The auto stop feature was activated on the erbe integrated electrosurgical unit (iesu). When users deactivate auto stop, the issue was no longer presented. The isi csr reported that he requested more information from the surgeon, but she did not have time to take his call. The system was not connected to onsite initially, but the caller asked the customer to connect the system and isi tse checked live logs. No errors were found in the logs. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an auto-firing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer on the phone. The customer stated that the site had no further related issue with the system.